Manufacturer narrative:
Of the 1 allegations of a malfunction, 0 pumps were returned to animas and investigated. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the one touch ping model pump experienced a ink spots w/ moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 0-0 pounds and was 68 years of age. Of the reported patients, 1 was male.

Manufacturer narrative:
Follow up #1 07/29/2017 device evaluation: in q2 2017, there was 1 instance of ink spots w/ moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.